Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - 2011-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 45 cm, and a distal portion of the lead was received measuring 45 cm. The lead segments were analyzed. The distal conductor of the lead and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defib coil impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defib coil impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.